Event description:
Customer reported a button error on his insulin pump. He took a shower, connected back to the insulin pump, and the device said button error five minutes later. Customer also mentioned that he cannot feel the button click when he presses the buttons on this insulin pump. Customer's blood glucose was unknown. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to flattened escape dome switch and corrosion at keypad traces. The insulin pump has cracked case at display window corners and display window, broken belt clip slot and with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.